Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the pipette tips were not taken up properly. The x-position tip take up was recalibrated. The instrument was inspected, tested without further problem, and returned to service.